Event description:
It was reported that the fiber was damaged at tip at 14,330 joules during a prostate procedure. There was no report of patient injury and there was no report of any part of the device remaining inside the patient. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
The manufacturer assigned model number 0010-2093 is designated for (B)(6) distribution. However, the manufacturer is submitting this report as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (cleared via k062719). Fiber analysis: the fiber cap was found to be detached; the fiber was broken proximal to glue zone. The fiber cap was not returned by the customer. The fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.